Manufacturer narrative:
Device not returned: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the customer's ICU rn called a getinge service representative, and reported that during use on a patient, the ECG tracing had disappeared from the cardiosave intra-aortic balloon pump (iabp). The pressure trigger was supporting the patient appropriately. The iabp screen specified lead faults. The ICU rn changed the patches without success. The getinge service representative instructed the rn to change them again using a dollop of conductive jelly. This resulted in a brief transmission but it disappeared again. The ICU rn will have the biomed replace the cables. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG tracing disappeared. The pressure trigger was supporting the patient appropriately. The iabp screen specified lead faults. The ICU rn changed the patches without success. The getinge field service engineer suggested putting conductive jelly on the patches but this did not correct the issue. The customer will have the biomed replace the cables. No patient harm, serious injury or adverse event was reported. The customer was asked to get back to fse if switching to another cable did not resolve the issue. They did not call back, so we must assume the cable was the problem. The customer was a temporary employee bedside nurse, so no email is available.